Event description:
It was reported that one 6f launcher guide catheter was noted to be kinked during the procedure. The tip of the catheter was noted to be damaged. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues or resistance noted. The device was inspected prior to use with no issues noted. The device was not prepped per IFU. The device was used in the patient. Resistance was not encountered when advancing the device. Excessive force was not used during insertion/delivery. Medical or surgical intervention was not needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. Kinks were evident to the catheter shaft, catheter material was torn at the kink site with b raiding exposed. Flattening was evident to the catheter shaft immediately proximal to the tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.